Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and reconnected the graphic user interface (gui) connecting cable properly.

Event description:
The customer reported the ventilator's displays were blank. The ventilator was not on a patient at the time of the event.